Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04602.

Event description:
It was reported that patient underwent an elbow arthroplasty and is subsequently being considered for a revision due to unknown reasons. No additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that there was no product being alleged since this was an inquiry of implants for primary surgery. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event it was determined that there was no product being alleged since this was an inquiry of implants for primary surgery.